Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Additionally analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, a lead noise alert was triggered, the impedance trend on the rv (right ventricular) pacing lead was rising, and oversensing due to non-physiologic signals/sic (sensing integrity counter) was present. Beginning (B)(6) 2014, (B)(4) of (B)(4) lifetime ventricular short interval counts were recorded. A lead integrity alert was triggered on (B)(6) 2014 and (B)(6) 2014 due to meeting the requirements of non-sustained tachycardia and impedance. A patient alert occurred on (B)(6) 2014 for lead noise. Max ventricular pacing impedance rose from (B)(4) ohm the week ending (B)(6) 2013 to over (B)(4) ohm the week ending (B)(6) 2014. There are (B)(4) non-sustained tachycardia events captured and (B)(4) lead failure predictor events captured.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to unstable threshold, high impedance, and noise. There was a possible connector problem with the implantable cardioverter defibrillator (ICD). The patient underwent a lead revision and the lead and device connection was adjusted. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).